Event description:
A nurse reported when attempting to deflate the device, after it was ordered to be discontinued, they were unable to withdraw water from the retention balloon. It was further reported the patient was repositioned and other sizes of syringes wer used and still the nurse was unable to withdraw water from the retention balloon. The nurse stated although being unable to withdraw water from the retention balloon, the device was removed without difficulty and found the retention balloon was completely deflated. It was also reported that another nurse reported the prior day at the beginning and the end of her shift, she noted 45ml of water in the balloon. The nurse further stated there was no untoward effect on the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on august 14, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0002 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and the valve function were normal. Eight retain samples from different lots along with one from the same lot were subjected to a balloon inflation test with 60ml of air injected into the balloon through the inflation port and observed for 10 minutes for leaks. There was no visible difference after 10 minutes. The air was removed and 45ml of water was injected into the balloon through the inflation and observed for 24 hours. No blockage, breakage or leaks were observed for any of the samples. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).